Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
During a hip revision of competitor devices, the threads of the distal stem inserter in the tray were observed to be stripped. Procedure was completed successfully with no delay.